Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. The reported event was not confirmed through failure analysis investigation. Inspection of the instrument found no thermal damage on any of the components at the distal end. As part of investigation, further inspection was conducted and scratch marks on the tube extension measuring about 0.032¿ x 0.073¿ was identified. This is unrelated to the customer reported issue. Common causes of the scratch marks /abrasions are associated to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover installation/removal can also cause scratch marks. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure, the user observed thermal damage on the monopolar curved scissors (mcs) instrument. Troubleshooting was performed by replacing the instrument to the backup. The user continued the planned procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the event date was confirmed to be on (B)(6) 2023. The location of the thermal damage on the mcs instrument was at the wrist and posssibly the conductor wire. No functional issue or unintended energy discharge on the mcs instrument during the procedure was confirmed.